Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens, and the haptic kinked and tore. The lens was removed with no pt injury, no incision enlargement or sutures. The injector and foam tip plunger used have not been approved by the manufacturer to be used with this model lens.

Manufacturer narrative:
Visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a possible root cause of the event may be due to the off-label use of the injection system. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.